Event description:
Fluoro machine went down while the pt was having a barium swallow. Pt had to be moved to another fluoro room to have the study. The study needed to be started again from the beginning.